Manufacturer narrative:
Of the four reported malfunctions, two lot numbers were provided and lot history reviews were performed. Four devices were returned for investigation. Three device investigations confirmed a fluid leak and one device investigation confirmed a burst container or vessel (1074). Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 601610 chronic catheter allegedly experienced a fluid leak. This information was received from various sources. All four malfunctions involved a patient with no reported patient injury. Age, weight, and gender were not provided for any of the patients.

Manufacturer narrative:
Of the reported 4 malfunctions, 2 lot numbers were provided and lot history reviews will be performed. Three of the four devices were returned. Two devices confirmed for fluid leak and the evaluation of one device identified a split and break. The return of the fourth device is pending. The company is still investigation the issue at this time.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 601610 chronic catheter allegedly experienced a fluid leak. This information was received from various sources. All four malfunctions involved a patient with no reported patient injury. Age, weight, and gender were not provided for any of the patients.